Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2021, the patient stated they became hypoglycemic (they are hypo-unaware) and lost consciousness. The patient¿s husband called emergency medical services (ems). The emergency doctor arrived on site and checked a bg which was 15 mg/dl. However, the cgm was reading 70 mg/dl. The emergency doctor administered a glucose injection immediately. The patient was taken to the hospital and given a glucose infusion. She was released after five to six hours and was doing well after leaving the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.